Event description:
Healthcare professional reported that during injection in the lips with one syringe of juvederm ultra, the patient developed whiteness at the injection site. Healthcare professional believes the whiteness to be a vascular occlusion and did not believe it was blanching. The following day the symptom turned into a bruise. Patient was treated with vitrase, nitropaste, massage, warm compress, medrol dosepak, keflex, an unspecified topical steroid, and hyperbaric chamber. Symptoms have resolved.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discoloration, vascular occlusion and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.